Manufacturer narrative:
Findings: pump received with blank display due to b1/ib broken solder joint. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracks above the lcd screen at the top right corner. The customer stated that the device might have fell out and dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.